Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance value. Technical services (ts) reviewed the reports and noted the shock impedance has remained high within range but had a singular out of range value. Ts provided potential causes of the out of range value. Ts suggested reprogramming the device and continuing to monitor the patient. The lead remains in use. No adverse patient effects were reported.